Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted that the luer lock was stuck with solvent. The cause of the solvent was due to an operator error during manufacturing. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set was unable to be connected. This occurred during priming. There was no patient involvement. No additional information is available.